Manufacturer narrative:
Results of analysis, cylinder had operating room damage. Cylinder performed within specifications. The device was returned and analyzed. The results of the analysis was inconclusive, rated operated room damage. No conclusion can be drawn. Attempts have been made to obtain additional information and were unsuccessful. Should additional information become available regarding a revision surgery, it will be re-evaluated and a follow-up report sent. The frequency for this event is not greater than is usual.

Event description:
On (B)(6) 2010, a spectra malleable device was implanted into a (B)(6) year old male with vascular disease. On (B)(6) 2010, the entire device was removed due to "patient dissatisfaction with rods." Ams has requested additional information.